Manufacturer narrative:
Product code: unk. Claim#: (B)(4).

Event description:
The reporter indicated that a implantable collamer lens was implanted. Refreactive surprise was observed in patient at 1 day post-op (-3.00d bcva 20/20). Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.